Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. The device was implanted for 48.5 months. There was concern that the battery depleted prematurely. The device was explanted and replaced with another boston scientific crt-d.